Manufacturer narrative:
Event date was not made available through this survey e. Hospital details and healthcare professionals information not made available through this survey. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a post market clinical follow-up (pmcf) survey that following use of the centrifugal pumps at an unspecified time, had the following reported event: coagulopathy. Respondent says the centrifugal pump performs as expected. Facility, initial reporter, lot numbers and event date were not provided as part of this post market clinical follow-up (pmcf) survey.